Event description:
The customer reported that false high sodium (na) and chloride (cl) results were generated on a unicel dxc 600 pro synchron system over two days. This report references the event that occurred on (B)(6) 2014 and affected results for four patients; please refer to MDR report 2050012-2014-00220 for the event that occurred on (B)(6) 2014. High results for na and cl on an initial run triggered the instrument to automatically rerun both analytes, which indicated lower actual results. Results were not reported out of the laboratory. Quality control (qc) results before and after this event were within lab-established ranges. A remote review of laboratory data indicates that more samples may have been affected, but the customer did not confirm.

Manufacturer narrative:
The ratio pump was returned to beckman coulter (bec) for evaluation. The customer's issue, erroneous sodium and chloride results, could not be reproduced; the ratio pump as the cause of erroneous sodium and chloride results could not be confirmed. While on site, in addition to replacing the ratio pump, the bec field service engineer (fse) performed two preventive maintenance procedures, replaced the chloride electrode tip, and decontaminated the ion selective electrode system.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse determined that the ratio pump was introducing bubbles into the ise lines. The fse replaced the ratio pump. There were no further reports of false high na or cl results. (B)(4).